Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reported that the insulin gauge displays 30-50 units, but does not have any insulin left in the cartridge. Customer¿s blood glucose level was over 500 mg/dl. In addition, it was reported that the usb port was damaged and cable has to be held in order for pump to charge. Last, it was reported that the battery gauge is observed to be fluctuating and subsequently the pump shuts down. Customer declined to troubleshoot with tandem technical support.